Manufacturer narrative:
The reported event of complaint-(B)(4)- pump started prior to delay completion file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 12/08/2004. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for reconditioning, checkup and the lvp recall, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. There was no correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient harm.

Event description:
The customer reported that the nurse set the pump to be on a delay; the pump started itself and infused prior to time set. No patient harm was reported.